Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions e1 phone number is (B)(6). A getinge field service engineer (fse) evaluated the unit and replaced the drive valves. All functional tests were performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during users routine inspection after the machine is turned on, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. There was no patient involvement.